Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6) hospital. Updated fields - b4, e1, g3, g6, h2, h6 (medical device problem code, type of investigation).

Event description:
It was reported that, the patient was transferred from another hospital and was able to use the trans-ray plus 7.5fr 35cc intra-aortic balloon pump (iabp) without any problems for 2-3 hours after arriving at the hospital and being admitted to the ICU; but after that, the blood pressure waveform displayed by the cardiosave optical sensor began to appear and disappear every 5-10 minutes. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Correction field: e1 (initial reporter name). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge fse confirmed that the signal input to the cardiosave via fiber optic was output from the cardiosave to an external monitor, and then that output signal was input back into the cardiosave. Therefore, it was determined that this complaint was a user-related issue, not a product-related one. It was concluded that there was nothing abnormal with either the catheter or the device.

Event description:
N/a.